Event description:
It was reported that the coating had peeled off and there was a break at the distal portion. This 2.1mm jetstream xc catheter was selected for use for this atherectomy procedure of the superficial femoral artery and popliteal artery to treat peripheral vascular disease. During the procedure, it was observed that the clear plastic coating peeled off the distal third of the catheter. After noticing this, the physician tried to continue to use the device; however, upon removed from the patient they found that the catheter had a fracture at the distal portion and fluid was leaking. The device was removed intact from the patient. The procedure was completed successfully using another jetstream without sequalae.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a jetstream xc atherectomy catheter. Visual and microscopic examination showed three kinks on the shaft located 63 cm, 93.5 cm and 94.5 cm from the tip, and also revealed a burst infusion sheath on the catheter shaft located 98 cm from the tip. The device was inserted into the console and set up per the instructions for use. The device ran as designed; however, the device leaked fluid during functional testing at the burst infusion sheath location. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The allegations from the field was confirmed in analysis.

Event description:
It was reported that the coating had peeled off and there was a break at the distal portion. This 2.1mm jetstream xc catheter was selected for use for this atherectomy procedure of the superficial femoral artery and popliteal artery to treat peripheral vascular disease. During the procedure, it was observed that the clear plastic coating peeled off the distal third of the catheter. After noticing this, the physician tried to continue to use the device; however, upon removed from the patient they found that the catheter had a fracture at the distal portion and fluid was leaking. The device was removed intact from the patient. The procedure was completed successfully using another jetstream without sequalae.